Manufacturer narrative:
(B)(4): the customer reported that the fetal heart rate (fhr) decreased and disappeared suddenly. Based on the information provided, the sudden decrease and an excerpt on the logs showing 60 bpm but heard 50 bpm, led the team to decide to perform an un-necessary c-section. Philips is in the process of obtaining additional information regarding this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that the fetal heart rate (fhr) decreased and disappeared suddenly.